Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with a belt.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with a belt) has been confirmed. Upon investigation the monitor was unable to detect an ECG signal. The cause for the failure was isolated to the u612 inverting pump on the monitor c/a board. The u612 inverting pump was not producing any -5bn output voltage. The root cause for the defective u612 inverting pump could not be positively identified. No adverse event resulted from the defective monitor.